Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pilot valve was alarming. Additional malfunctions include the sieve beds had a smell or odor.